Event description:
The customer received a blood glucose reading of 133mg/dl on the contour next ez, re-tested on a different meter and the reading was 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer had no strips left to return for evaluation.replacement test strips were sent to the customer